Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely low sodium (na) results for five patient samples. Customer stated that the issue was first noticed when the sodium quality control recovery was low. Customer recalibrated the instrument, then repeated the patient samples. Although the results were reported, they were amended with the repeated patient sample results. Therefore, patient treatment was not affected. Customer stated that no one was affected by the instrument issue. The field service engineer (fse) inspected the instrument, but was unable to determine the root cause of the instrument issue. The fse evaluated instrument performance, including testing the ion selective electrodes (ise), but found no issues. The ise health check testing passed all specifications.

Manufacturer narrative:
The field service engineer was not able to determine the root cause of the instrument issue, and did not find any instrument issues upon evaluating the instrument as all testing results were within instrument specifications. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)